Manufacturer narrative:
The returned product was evaluated and found the cannula assembly fully deployed. Inspection of the device found cracks in the outer housing and internal damage to the reservoir and needle mechanism. Corrosion occurred on all three batteries as well as on the pcb (printed circuit board), caused by leaking through the damaged housing. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient's father reported his son's blood glucose reached 35 mmol/l (631 mg/dl) after wearing the pod between 1 and 4 hours on the hip/buttocks. Hyperglycemia treated by patient activating new pod. The patient was able to smell insulin during activation.